Event description:
It was reported, we put in a t2 a/r femoral nail (12x400mm) in retrograde mode. We locked the nail distally with no problems but when we attempted to lock proximally using the free hand method, we could not get the drill through the locking hole of the nail. We used three different 4.2 x 180 mm drill bits and attempted the pass thru multiple times with no success even though we appeared to be centered near perfectly on the a/p and lateral views. Finally got thru with metal shavings and the screw went into the nail only by force. The screw was stripping upon entry.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available, it will be reported on a supplemental report. Same patient event as MDR 9610622-2011-00074.